Event description:
This event is from a single-center, retrospective study performed on 10 years of patient data for thoraco-abdominal aneurysm (taa) procedures noting the use of custom-made devices (cmds) for treatment. The study is the first mid-long-term study in singapore collecting results after 30 days, 6 months, 1 year and annually, thereafter. Historically, it is noted "off-the-shelf devices" are suitable in the majority of patients; however, although cmds require much more experience, technical ability, a delay in treatment and are more costly, this approach for these patients reported 90% of patients were intervention-free at 6 months and 77% at 1 year with two-thirds interval-free after reintervention at 1 year. Complications for cmds were branch occlusion, aortic limb occlusion, endoleak, and morbidity. No patient died from progression of aortic-related disease. Use of perclose proglide for closure of some patients led to groin complications requiring surgical repair. It is concluded that re-intervention for approximately a third of the patients shows this disease and its treatment continues to be challenging and needs further sharing of lessons and experience. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of tissue injury is listed in the perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of tissue injury and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. Attached: article titled, 'custom-made device (cmd) for the repair of thoraco-abdominal aneurysm (taa): mid-long-term outcomes from a single southeast asian centre experience in singapore'.